Event description:
A report was received that the patient was experiencing loss of stimulation after going through intense physical therapy. The patient stated she is implanted with a competitor's leads and a bsn ipg and lead extensions. The patient underwent a lead revision and during the procedure it was discovered that the ipg had flipped inside the pocket and the competitor's lead was broken. One of the competitor's leads had come out of the bsn extension and the other lead's tail had broken. The ipg pocket was revised and the bsn extensions replaced. The competitor's leads were explanted and replaced with bsn leads. The patient is doing well after the procedure.

Manufacturer narrative:
This is the final report.